Event description:
Ams received info from the FDA which stated that a pt underwent an apogee/perigee procedure for cystocele and rectocele repair in 2006. She also underwent a tvto procedure for urinary incontinence. Pt reported pain on the left side lateral to the labia and in the buttocks. Examination found mesh in the vaginal lumen which was trimmed. Unk if mesh was from the apogee or perigee or tvto.